Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, during a discussion with customer care, the user reported a prior hospitalization for hypoglycemia that occurred several months earlier. The user stated that their blood glucose (bg) dropped into the 40smg/dl and did not respond to glucose tablets or fast-acting carbohydrates. Although the user was not experiencing symptoms and was capable of self-care, their son called emergency medical services (ems). Ems treated the user with intravenous (IV) glucose and transported them to the hospital. The user remained hospitalized for two days and continued to receive IV glucose during that time. No long-term health problems were reported, and the user did not recall the exact dates of the hospitalization.